Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the MRI and the revision surgery. MRI that indicated right-sided rupture was performed on (B)(6) 2021. The patient underwent bilateral removal and replacement with two 255cc mentor memorygel breast implant prostheses (catalog #: 3507255mc, left serial #: (B)(6), right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed an area of shell abrasion on the posterior view. In addition, a tear within the shell abrasion was identified measuring approximately 4.0 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury, rupture health effect - clinical code: (B)(4) date of explantation: (B)(6) 2021 if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 255cc mentor memorygel breast implant and experienced postoperative right-sided chest injury and rupture. The patient fell off of a ski lift, and MRI indicated right-sided rupture. As a result, the patient is scheduled to unergo removal and replacement with a 255cc mentor memorygel breast implant (catalog #: 3507255mc) on (B)(6) 2021.